Manufacturer narrative:
G4: 24aug2020 b4: (B)(6) 2020 the service engineer (se) inspected the device and confirmed the reported issue. The se advised the customer that the battery was outdated and end of life. Despite multiple attempts no further information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
The customer reported the ventilator's backup battery was not charging. There was no patient involvement/harm reported.